Event description:
It was reported that a user experienced elevated blood glucose while using an ilet system despite successful tubing fill and multiple infusion set changes, with no visible issues noted on the cannula or insertion site; the event was categorized as hyperglycemia with unclear cause and a high glucose alert was documented. Symptoms included hyperglycemia. Outcomes included transient impact to blood glucose control with subsequent improvement as glucose began to fall. Investigation included user-guided troubleshooting and education focused on infusion set replacement and monitoring. Investigation of this case revealed no confirmed device malfunction, with findings consistent with an undetermined cause of hyperglycemia despite appropriate set changes. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.